Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) indicated for non-malignant pain. It was reported that the ins was overdischarged. The ins was on ¿hd¿ settings and was able to connect to the programmer prior to the overdischarge. The patient hadn¿t been able to charge because they couldn¿t get any coupling bars since about 4 weeks prior to the report. The caller suspected that the device was flipped or too deep. The ins was in the left buttock and they just started a physician mode recharge (pmr). No patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative stating that the pmr was not successful and the patient had a surgery where the ins was repositioned. The patient will attempt to charge the device on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.